Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device was found to have normal battery depletion. Concomitant products 5076 implantable pacing lead - (B)(6) 2007; 4193 implantable pacing lead - (B)(6) 2007. (B)(4).

Event description:
It was reported that the device reached premature elective replacement indicator (eri). The device was explanted and replaced. Nopatient complications have been reported as a result of this event.